Manufacturer narrative:
The lot was manufactured october 2, 2017 - october 4, 2017. The device was received for evaluation containing approximately 100ml of fluid in the bladder. Visual inspection did not identify any abnormalities that could have contributed to the condition. The luer cap was removed, and no flow was observed from the distal luer. The tubing line was cut, and fluid still did not flow through the line. This indicates blockage at the solvent-bonded junction of the tubing and stress member. The cause of the condition was determined to be an assembly issue during manufacturing. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned singleday infusor, the device was found to not flow. No additional information is available.